Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up in clinic, inappropriate therapy for supraventricular tachycardia was observed. There was also undersensing of small number of r-waves. Device was reprogrammed. The patient remained asymptomatic.